Manufacturer narrative:
There was no patient involvement. Model number and serial number are unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received the article about a (B)(6) years old woman urdergone a cardiac surgery and a s5 system with the level sensor were used. The blood level inside the reservoir suddenly dropped down and the level sensor failed to trigger a pump stop. Additional medical intervention including drug subministration were put in place to avoid brain damage. The patient improved gradually and on the 14th post-operative day was discharged from the hospital.